Manufacturer narrative:
A ge representative evaluated the system and reseated the workstation circuit boards. System operates as intended.

Event description:
Customer reported the system displays a distorted image. No pt injury was reported.